Manufacturer narrative:
The insulin pump alarmed prime during prime alarm test due to moisture damage noted in force sensor. Moisture damage also noted on mother board and lcd board. The insulin pump was unable to perform occlusion, basic occlusion and excessive no delivery alarm tests due to prime anomaly. The insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The father reported via phone call that the customer was hospitalized for high blood glucose on (B)(6) 2015. The customer's blood glucose was 350 mg/dl at the time of admission. The father reported the customer's high blood glucose caused a lung infection. Customer's current blood glucose was 200 mg/dl. The father stated the customer was not wearing the insulin pump at the time of hospitalization. Customer will be returning the insulin pump for analysis.